Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), hypersensitivity ("allergy: other"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, anaemia, fatigue, nausea, weight increased, urinary tract infection, vaginal infection, hormone level abnormal and hypersensitivity had resolved and the dysmenorrhoea and bladder disorder outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia, anemia, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test (unspecified) results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, uti, vaginal infection, fatigue, hormonal changes, nausea, weight gain, bladder problems, urinary problems allergy: other were added. Outcome of event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, allergic reaction nos, fatigue, hormonal changes, nausea, weight gain, uti, vaginal infection were updated as recovered/resolved. Reporter's information, patient demography added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.